Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the device has been implanted in the patient with a distal femur fracture for four years. It was also reported that it has taken two years for bone union to occur in the patient. During the removal surgery of the device, three of the screws were difficult to remove because the tip of the screw driver was worn off. Two extraction bolts were used to remove the screws, but both bolts were broken and the screws remained locked. The surgeon finally removed the plate and screws with a strong pull. There was a report of a seventy minute surgical delay. This report is 4 of 6 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Implant date: report as (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development event evaluation was completed: the product was received with three locking screws 5.0mm, tan, rigidly inserted in the distal portion of the locking compression plate distal femur plate. One screw shows a heavily deformed screw recess. In the recess of the other two screws, the tip of a broken extraction screw can be identified. It is not possible to finally determine the root cause of the complaint since multiple factors could have led to this failure mode, such as: an inappropriately calibrated torque limiter used for screw insertion, wrong insertion angle of the screw, bone or tissue in-growth, cold-welding of the thread, and an inappropriate application of the screwdriver during screw extraction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.